Event description:
It was reported that the lead was explanted when the patient developed tamponade due to a suspected perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.